Manufacturer narrative:
H10: additional narratives corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry and (B)(4), that a 29mm 11500a inspiris aortic valve was explanted after 2 years and 2 months due to endocarditis. The replacement valve was another 29mm 11500a valve. Per information received from (B)(4), the patient developed mrsa infection approximately 6 months post implant of the 29mm inspiris valve. The valve was subsequently found to have vegetation affecting kidneys, spleen, and brain, and was treated with antibiotics. The patient initially improved but deteriorated requiring explant of the 29mm 11500a valve, replaced with same model and size bioprosthetic aortic valve. The patient had an intraoperative stroke and remained comatose and expired on pod#6.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 29mm aortic valve was explanted after an implant duration of 2 years, 2 months due to unknown reason. The explanted valve was replaced with a 29mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.